Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for peripheral neuropathy reported their implantable neurostimulator (ins) wasn¿t working anymore; their legs w ere killing them, they couldn¿t get the ins to recharge, and were seeing the reposition antenna screen. It was noted prior to the current recharging issue which started in (B)(6) of 2016, the device was able to charge but could never seem to get more than 40% charged which started in (B)(6) of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.